Manufacturer narrative:
Device returned and evaluation is anticipated, however, not begun.

Event description:
The operator forgot to remove the ptca trapping balloon from the 8f guide catheter prior to delivering the trapliner. The trapliner shaft broke during the attempt to deliver it into the guide catheter. The ptca balloon was removed from the guide and the trapliner was then delivered into the rca, however the balloon wouldn't hold pressure. When the trapliner was removed from the guide, it separated into two pieces. The separation occurred between the balloon and the halfpipe. Reported no patient injury or impact with the trapliner and both pieces of the device were pulled out from the guide. The doctor forgot to take a trapping balloon out of the guide prior to inserting trapliner. Because there was no room within the guide, the trapliner was advanced against resistance and the hypo tube broke.

Manufacturer narrative:
One trapliner was returned for investigation. The distal section was separated into two pieces. The product was contaminated with biological matter. Unable to inflate the balloon due to dried biological matter. The traveler was reviewed, there were no non-conformances associated to this event. Root cause investigation is associated to mis-use by clinician.